Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a loss of therapy. She said that she had never had therapeutic effect and got tired of going back to the doctor so she stopped going and now thought her implantable neurostimulator was dead/ the battery was not working. The ins did not last as long as she expected.